Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem mated with a lfit v40 cocr head was reported. The event of disassociation was confirmed by clinician review and the event of wear is confirmed by provided photo. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo displayed recently explanted femoral head, stem and shell with liner assembled in it. There are blood and tissue on the stem and shell. The trunnion of the stem was severely worn. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "undated, unlabelled x-ray ap left hip: uncemented tha with modular head in acetabular component, stem trunnion disassociated and dislocated from head. No clinical or pmh, no op reports, no serial x-rays, no examination of explanted components. While the single x-ray appears to confirm the event description, lack of documentation makes creation of a medical report impossible for this case." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of a CAPA. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came on the evening of, thursday, (B)(6) 2020 complaining their hip felt dislocated. An x-ray revealed an accolade stem with severe trunion wear. The femoral head was off the trunion. During surgery metalosis was discovered with a worn trunion. A 36 mm +5 lfit femoral head was completely off the neck of the stem. After removal of the accolade stem a restoration modular stem was used an a tritanium revision shell was used with a poly liner. A 36mm biloxi delta femoral head was used. Update: "first it was the left side. Implant date was (B)(6) 2008. This was only the first revision". Update: "the shell was replaced due to incorrect positioning from the original surgery".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient came on the evening of, thursday, (B)(6) 2020 complaining their hip felt dislocated. An x-ray revealed an accolade stem with severe trunnion wear. The femoral head was off the trunnion. During surgery metallosis was discovered with a worn trunnion. A 36 mm +5 lfit femoral head was completely off the neck of the stem. After removal of the accolade stem a restoration modular stem was used an a titanium revision shell was used with a poly liner. A 36mm biloxi delta femoral head was used. Update: "first it was the left side. Implant date was (B)(6) 2008. This was only the first revision".